Event description:
It was reported that the patient presented to the emergency department (ed) after receiving multiple therapies from their implantable cardioverter defibrillator (ICD). The physician interrogated the device and determined the patient was in atrial flutter (af) with rapid ventricular response (rvr) with a 1:1 conduction, and the ICD had misdetected the arrhythmia and treated as a ventricular tachycardia (vt) episode. Reprogramming was completed, and the high voltage therapies were disabled upon hospital admission. The patient's medications were changed/adjusted, and the high voltage therapies were re-enabled upon discharge from the hospital. The device remains in use. It was noted the patient is enrolled in the product surveillance registry. No further patient complications have been reported as a result of this event.